Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and he was treated with 6.0 units through a manual injection. It was stated that the customer was experiencing nausea, ketones, and diarrhea. It was stated that the customer was using an engineering brand as he could not afford insulin. It was also mentioned that the customer has lost the quick serter and he was inserting manually. Advised the caller that the quick serter will be replaced. During the call, the caller stated that the customer had a car accident a year ago, and he was treated through manual injections for six days prior being admitted due to financial reasons. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.